Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings: during testing, the battery compartment was observed to be cracked. A black ink spot was observed on the top right corner of the display screen. Unrelated to these issues, the audio bolus button was punctured. The button responded properly during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a display issue. This report is made based on results of investigation completed on 11/19/2015.